Manufacturer narrative:
Neck 1 was not returned. The head was returned engaged with the neck 2; the laser lines were aligned correctly. There was some damage to the locking region and tip of the neck 2. The mating platform of the stem was significantly deformed. Additional mdrs associated with this event: 3025141-2017-00239: head; 3025141-2017-00240: neck 1; 3025141-2017-00242: neck 2.

Event description:
An arh slide-loc radial head replacement implant system was implanted on (B)(6) 2016. On (B)(6) 2016, a second surgery was performed as the head/neck assembly had dissociated from the stem. The neck was replaced with a new one; the head and stem were implanted again. On (B)(6) 2017, a third surgery was performed as the head/neck assembly had dissociated from the stem. In this surgery, all of the implants were removed.